Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after an endovascular treatment with a small hole sheath. Reportedly, when attempting to fold down the feet of the device, they would not fold down. A surgical cut down was performed and the prostyle was removed with forceps; however, the prostyle suture was still used to achieve hemostasis. Additionally, manual compression was added as a precaution only as hemostasis was achieved with the prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: reportedly, the guide was separated and the foot was damage by the forceps during removal of the device. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed. The difficult to open or close, device damaged by another device, and the entrapment are case conditions and cannot be replicated in a lab environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties and the subsequent treatments appear to be related to procedure circumstance. In this case, it is likely the guide broke during insertion due to interaction with anatomy, or the foot caught tissue causing it to surf distally and lock open or came fully out of the guide during step 4. In both conditions the lever will not close the foot inducing the entrapment. The guide separation likely then occurred with the forceps due to the prior break or due to the manipulation in the attempt to remove the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction d4 - lot # updated from 3111941 to 3082442.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after an endovascular treatment with a small hole sheath. Reportedly, when attempting to fold down the feet of the device, they would not fold down. A surgical cut down was performed and the prostyle was removed with forceps; however, the prostyle suture was still used to achieve hemostasis. Additionally, manual compression was added as a precaution only as hemostasis was achieved with the prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.